Event description:
The patient reported a knee injury caused by device power surges. After many programming attempts, the patient discontinued use of the device to prevent any further injuries. During the time the device was implanted, the patient's knee implant was removed for about one month due to a (possible) infection, and the patient was in a complete leg cast. The decision was then made to put the knee back in place and explant the device system at the same time. The device was subsequently explanted. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.